Event description:
Report from china indicates a 2ml/hr infusor containing 20ml of morphine overinfused in 2 hrs instead of an anticipated 10 hrs. The infusor was attached to a pt control module. No adverse clinical reaction reported. No further details available.